Event description:
It was reported that the bd ultra-fine¿ pro pen needle was unable to deliver insulin. The following information was provided by the initial reporter: the needles are not permeable. No insulin comes through the needle.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action or situational analysis is required at this time.